Event description:
A left internal jugular vein insertion was noted. Four days after insertion, the catheter ruptured approx 12.5cm from tip of catheter and "went through the heart to the left lower limb vein." An x-ray was done "proving" the catheter position and/or rupture. Because the pt was in critical condition, it was decided to leave the catheter in pt until he is stabilized for the removal operation. No further pt complications were reported.